Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act button of insulin pump was not working noticed when customer changing the reservoir, during the fill tubing process. The customer blood glucose level was 239 mg/dl. Customer was assisted with troubleshooting. Customer confirmed that the clock was advances for one minute. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened esc and act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.